Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received shocks from their implantable cardioverter defibrillator (ICD) for suspected svt (supraventricular tachycardia) as the patient was non-symptomatic. Additionally, the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos) that was not affecting detection. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.